Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 16-mar-2026. The unit received a reported oxygen error, which was unable to record the data due to shut down the unit by error 4(b) it causes valve stuck feed waste manifold. And data loge shows 02 low and sieve warning due to high psa-(10). The issue was caused by low columns efficiency, that indicates columns contamination due to zeolite absorbed too much moisture.

Event description:
It was reported that the patient's unit had a low oxygen error message. Troubleshooting did not resolve the issue and as a result, the patient had difficulty breathing. It was also reported that unit was not producing any oxygen at the time of the event. Subsequently, a few days later, the patient had a copd flare-up and had to be hospitalized. It is unclear if the unit was the direct cause, but this is being reported out of an abundance of caution. The patient was moved from the hospital to a rehab facility. The replacement unit was received and it is working well for them.